Manufacturer narrative:
Lot number or product not provided. Therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Pain in upper and lower extremities [pain in extremity]. Burning in upper and lower extremities [burning sensation]. Weakness in upper and lower extremities [muscular weakness]. Spasms in upper and lower extremities [muscle spasms]. Nausea [nausea]. Shortness of breath [dyspnea]. Severe and permanent physical injuries [injury]. Zinc toxicity [metal poisoning]. Extensive nerve damage [nerve injury]. Muscle loss [muscle atrophy]. Case description: an attorney reported that their adult male client, now (B)(6), used fixodent denture adhesive, version unknown cream concurrently with super poligrip denture adhesive cream, unspecified total daily uses beginning 1997 to present, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity, extensive nerve damage that resulted in pain in upper and lower extremities, burning in upper and lower extremities, weakness in upper and lower extremities, and spasms in upper and lower extremities, nausea, shortness of breath, and muscle loss. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.